Event description:
My first year with the essure implant I was fine. Once my second year came around, and I had noticed when taking a shower a log of my hair was falling out, then I noticed serious back pain and severe cramp or contraction like pain. I went to my pcp she put me on tramadol and it didn't work, she wanted to put me on a stronger pain med but I declined. I am not a fan of percocets or norco or anything of that sort. I did end up trying the more natural medical marijuana but once it wore off it came right back. This is every month to where it will make me cry and I will miss days of work. My hormones are uncontrolled which is causing severe acne on my face. I am being seen by a dermatologist as well for my acne. Anything and everything we have tried for it is not working. Also, I have been experiencing constant urinary tract infections and yeast infections. I have had reoccurring yeast and urinary tract infections since getting the essure implant. This is ruining my life I want it out and can't even afford to have them taken out because no insurance covers it. It am stressed out, depressed, and unhappy with myself as well as my marriage because I am not happy with myself and everything that is going on.